Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7085869. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7086112. UDI: (B)(4).

Event description:
It was reported that patient was not able to get pain relief from the spinal cord stimulator (scs). The patient underwent a spinal cord stimulator (scs) explant procedure where in all devices were removed.